Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try several troubleshooting steps, including pressing the pump button and connecting the pump to a known working power source. After following these steps, the pump screen turned on, displaying the option/bolus home screen, and the caller was able to access pump features when it was not plugged in. The wake button was confirmed to be working appropriately, and the caller acknowledged that the pump was functioning as intended.